Event description:
A customer observed imprecise vitros phbr results (initial = 37.6 g/ml , repeat = 26.6 g/ml) from a single patient sample run on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer considered the two vitros phbr results to be clinically equivalent and chose to report the initial value out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phbr results were obtained from a single patient sample run on the vitros 5600 integrated system. Results of precision testing demonstrated acceptable within-run precision of vitros phbr lot 2537-0058-8449. An instrument related event could not be ruled out based on condition codes generated by the vitros 5600 integrated system during marker precision testing. Evaluation of instrument performance by an ocd field engineer is pending, and the investigation is ongoing. In addition, it is unknown if the patient sample was processed in accordance with the tube manufacturer's recommendations. The investigation was unable to determine a definitive root cause. However, in instrument related event, the vitros phbr reagent in use, and sample processing cannot be ruled out as potential contributing factors. The root cause of this event is unknown.